Event description:
In 2007, the pt reported that she had experienced erratic blood glucose due to a steroid she was taking (prednisone) for treatment with a rash. She stated that she was told bt her physician that it would cause elevated blood glucose. She stated that her highest blood glucose reading was 501 mg/dl on nine days earlier at 8:33 am, and she performed a bolus. At 12:14pm her blood glucose still measured 501 mg/dl and she again bolused. At 6:31pm her blood glucose was "more normal" at 95 mg/dl. Upon follow up on a week after the original date, the pt stated her blood glucose was normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.